Manufacturer narrative:
Additional information regarding the full model/serial of the products involved in this complaint is currently being sought from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent a magnetic resonance imaging (MRI). While MRI protection mode had been programmed on properly, pacing inhibition was observed while the patient was in the MRI. Accordingly, high right ventricular threshold measurements were also noted. An episode of oversensing of noise was also observed right before the patient underwent an MRI as well. Troubleshooting options are currently being discussed with the field and the crt-d remains in service. No adverse patient effects were reported.